Event description:
It was reported that during remote follow-up, the patient presented with high out of range impedance on their right ventricular lead. Programming changes were made to address the issue. There were no patient consequences and the patient was in stable.